Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had sticky or non responsive buttons and insulin squirts out during prime. Customer stated that insulin pump had hairline crack on insulin pump and had grinding during rewind process. Insulin pump will not be returned for analysis.